Event description:
Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-operation the patient experienced an opening of the skin and the catheter and the suture could be seen. The reporter stated that it seemed that there could have been an allergic reaction so an allergy kit was ordered to test the patient. The catheter was explanted on (B)(6) 2012 and was not replaced. The patient was to have a new system implanted "later on". The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, lot# 0205615459, explanted: (B)(6) 2012, product type catheter. (B)(4).